Event description:
A report was received from the registry indicating that during the one-yr follow-up, the study was informed that the pt had expired in 2008. The death was reported as cardiac due to acute myocardial infarction with possibility of stent thrombosis. An autopsy was not performed. This event was reported as probable related to the cordis device and as unrelated to the index procedure.

Manufacturer narrative:
This pt was randomized to the registry for one vessel disease. A staged procedure was not planned. The indication for the index procedure was a previous q-wave myocardial infarction. A pre and post procedure ECG was performed. Pre and post procedure cardiac enzymes were reported as normal. The target lesion was the proximal lad. The vessel was a native coronary artery. Reference vessel diameter was 3.5mm and lesion length was 26mm. Pre-procedure diameter stenosis was 80% and post procedure was zero percent. Timi pre and post procedure is unk. The lesion was denovo and classified as type c. Predilation was performed using a 2.5x15mm balloon at 16 atms. A stent was deployed at 10 atms. Post dilatation was not performed ivus was not used. The pt was discharged on 300mg of aspirin, 75mg of clopidogrel, statins, ace-inhibitors, and beta-blockers. During the one month follow-up, the pt was asymptomatic and compliant with the antiplatelet regimen. During the six month follow-up, the pt was asymptomatic and compliant with the antiplatelet regimen. Previous to this report on 9/6/2007, it was reported that the pt had experienced a hemorrhagic stroke, however this event was unrelated to the cordis device. During the 6-month follow-up, the pt's reported discontinuation of antiplatelet regimen at an undisclosed date for more than 5 days for a bleeding episode, however, treatment had resumed. Add'l details for the bleeding episode were not provided. Please note: device is distributed outside the us. However, it is similar to the us product. Any add'l info will be submitted within 30 days of receipt.